Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for broken stopper with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the stopper in the hemoguard lid of a bd vacutainer® 9nc 0.129m plus blood collection tubes was ¿broken¿. There was no report of exposure, injury or medical intervention.